Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 80 high watt alarms logged since (B)(6) 2016 and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that the patient presented with signs of thrombus, including elevated pump parameters and increased lactate dehydrogenase. Controller log files were sent. Preliminary log file analysis revealed an increasing trend in power and estimated flow. Decision was made that the patient was not a candidate for tissue plasminogen activator (tpa) or pump exchange. The pump was turned off on (B)(6) 2016 and the patient subsequently expired. The official cause of death was cardiac arrest after withdrawal of life-sustaining lvad. No autopsy was performed. The pump remains implanted in the patient post mortem. The site retained all external components for education. Of note, the patient had a history of abdominal aortic aneurysm (aaa) prior to lvad implant. The plan was to repair after lvad implant. Anticoagulation was held. No further information was provided.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 80 high watt alarms logged since (B)(6) 2016 and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. The most likely cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report